Manufacturer narrative:
An event reporting off-label use of a right femoral component being implanted in a left knee involving a triathlon femoral component was reported. Based on the provided information it has been determined that this event is associated with an off-label application. The patient stickers provided verifies that a right femoral component was implanted. It is noted that the patient was being revised for femoral component loosening when the right femoral component was discovered in the left knee. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Took out a left knee implanted in 2012 due to femur was loose. Upon extraction it was noticed that it was a right femur on/in a left knee.

Event description:
Took out a left knee implanted in 2012 due to femur was loose. Upon extraction, it was noticed that it was a right femur on/in a left knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.